Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).

Event description:
The customer reported that they cannot see or save presentation state mammography annotations. There was no reported pt injury associated with this event.